Event description:
Bur was ejected during preparation and lacerated the marginal gingiva. No medical attention required.

Manufacturer narrative:
The handpiece has been received from the respective dentist. Chuck tested - result weak. Bur holding force not secure. Inner backcap button has a groove worn into it from rubbing on chuck release while turbine is in motion. Chuck system worn. Recommendation: replaced turbine and backcap to avoid such issues the IFU contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: dental bur shaft slips inside the chuck due to excessive speed of the dental bur or abrupt engagement of the dental bur. Material damage to dental bur shaft and chuck system, reduction of the service life of dental bur and chuck system. > do not operate the dental bur at a higher speed than recommended by the manufacturer. > firmly press the push-button with your thumb and, simultaneously, always insert the dental bur until it hits the end stop. > check if the dental bur is seated securely by pulling on it defective chuck system. Injury hazard, dental bur may fall out during treatment. > pull on the dental bur to check if the chuck system works properly and if the dental bur is firmly clamped.